Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a low bg level of 30 (mg/dl) on (B)(6) 2016. Customer attempted to correct the low by consuming carbohydrates; however, bg levels would not elevate and customer was taken to the hospital. Reportedly, customer had gastroparesis and had begun the use of a feeding tube during (B)(6) 2016. Customer was treated with intravenous drips and released on (B)(6) 2016. It was also reported that the customer experienced an elevated bg level of 497 (mg/dl) on (B)(6) 2016. Customer administered a correction bolus with the pump to treat bg level; however, bg levels remained elevated and customer was later hospitalized. Customer was being treated with an intravenous drip. Reportedly, customer believed that their bg levels were reacting to the adjustment of using a feeding tube and their gastroparesis. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.